Event description:
Caller states the inform device produced results below 10mg/dl. Numeric reading range of device is 10mg/dl to 600mg/dl. No treatment information provided. No adverse event reported. Requested return of suspect device for evaluation.